Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 54 months after the implant of this device battery depletion with 1 year remaining was noted. The patient underwent urinary bladder surgery using cautery. The device was not returned. It remains implanted. No adverse patient side effects were reported.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon initial interrogation a warning message was triggered regarding the battery condition. The memory content of the device was inspected. The inspection revealed that the battery voltage decreased faster than expected. However the current consumption of the device was normal. At a next step the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. During subsequent analysis the pacemaker was opened and subjected to further investigation. The visual inspection of the inner assembly showed no anomalies but the battery was found to be almost depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any abnormality. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. Analysis results of the battery:the manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed an internal short circuit within the battery, contributing to an increased internal self-depletion and thereby to the clinical observation. In summary, the pacemaker was implanted for 56 months. The battery depletion resulted from an internal short circuit within the battery. The electronic module functioned normally and as expected. Please note that the device was fully capable to deliver anti-bradycardia therapy while implanted and in service.